Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and the lens device met release criteria. There are no other complaints in the reported lot number. Additional information was requested. A completed questionnaire was returned. (B)(4).

Event description:
A consumer reported that during intraocular lens (iol) implant surgery, the surgeon noticed the iol was broken so the lens did not "expand" and was not placed correctly. The lens was removed and replaced with another lens to complete the surgery. Because of this, the surgery was longer, placed undue stress on the surgeon, and caused pain in the eye when it was removed. In a follow up, the surgeon indicated that an unapproved cartridge, handpiece and ocular viscoelastic device had been used during the iol insertion.